Event description:
It was reported that sometime following a posterior cervical surgery on (B)(6) 2007 using rhbmp-2/acs, the patient allegedly experienced nerve damage, difficulty breathing, and chronic pain in neck and shoulders. (B)(6) 2007 - pt. Presents for surgery with cervical spinal stenosis and status post old anterior cervical fusion of c5-6 and c6-7. Procedure was for removal of old anterior hardware, exploration of old fusion, vertebral corpectomy of c5, c5, c7, anterior cervical fusion of c4-5, c5-6, c6-7, and c7-t1 with atlantis plate grafton, and mastergraft. Infuse was not used in this procedure. (B)(6) 2007 - pt. Underwent surgery to treat cervical instability and left c4-5 foraminal stenosis. Procedure was for posterior cervical fusion, c4-t1 with rod and screw segmental fixation and left c4-c5 foraminotomy. "Utilizing a combination of bmp and mastergraft, grafts were placed medially between the spinous processes and the construct rods. The remainder of the ha was sprinkled into the wound."

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Add'l info.

Event description:
It was reported that on (B)(6) 2007 the patient presented with the following diagnoses: 1 cervical instability. 2. Left c4-5 foraminal stenosis. The patient underwent the following procedures: 1. Posterior cervical fusion, c4-t1 utilizing rod and screw segmental fixation with synthetic allograft. 2. Left c4-c5 foraminotomy (microdissection). Per op notes: lateral mass screws placed bilaterally from c4 through c7 . Bilateral pedicle screws were then placed in t1. A cross linkage was placed to avoid torsion strain. Utilizing a combination of bone morphogenic protein and grafts were placed medially between the spinous processes and construct rods.